Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the display was inaccurate, such as error messages.

Manufacturer narrative:
The reported event is unconfirmed. Two extension cords for temperature sensors were received opened without their original packaging. Using a multimeter, continuity was tested in both cords. Both cords passed continuity test. Checked connection to plug and jack socket in both cables, no issues were found. As the reported event could not be reproduced, the device was considered to have met specifications. As the device is used as temperature sensing connector it is unknown based on the device whether it was used for treatment or diagnosis.the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "labeling was reviewed and found to be adequate as it states "for use with bard temperature-sensing products and accessories". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the display was inaccurate, such as error messages.